Manufacturer narrative:
Concomitant product: product ID 3093-33, lot # va03ezh, implanted: (B)(6) 2012, product type lead. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication ((B)(6) 2010).

Event description:
A healthcare provider (hcp) reported during a lead replacement the lead broke when he was trying to remove the lead. He tried to retrieve the broken lead from the foramen however he was unable to clamp onto the broken lead and it was left implanted in the patient. Indication for use was reported as gastrointestinal/pelvic floor. Follow up is being conducted to clarify the reason for the lead replacement, if the patient experienced symptoms related to the lead issue, and to determine if any actions or interventions were taken or planned to resolve the partial lead being left in the patient. If additional information is received, a follow-up report will be sent.